Event description:
Gyrus acmi was informed that during an attempted operative hysteroscopy procedure, arcing of the hysteroscope/cautery occurred at the beginning of the procedure. The procedure was abandoned and the set up was replaced to perform a diagnostic hysteroscopy to visualize the interior of the vaginal vault. User facility confirmed burn on the fibroid. (See MFR report # 3006159227-2013-00001 for other device).

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.